Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit from the o2 gas module was replaced and returned for investigation. The nozzle unit is part of the o2 gas module that regulates the inspiratory oxygen gas flow to the patient. The reported alarm for high o2-concentration was not reproduced during simulated use test of the returned nozzles of o2 gas module and air gas module in a ventilator. One of the nozzle units was found to be oscillating in the production test system for gas modules. The other was found faultless. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows no matching event on the reported event day. At september 23 during the time period 13:46 to 13:52, had several alarms for high o2 concentration. The pre-use check was confirmed to be successful both before and after the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).